Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was determined to be due to the patient using the wrong buttons on the side of the unit and that was now corrected. It was also confirmed that the issue was resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of symptoms. The patient confirmed being able to use the patient programmer (pp) and verified stimulation was on by noting the lightning bolt in the upper left hand corner. The patient stated that he had been pressing the stimulation on and of buttons to turn on and off the ins. The patient noted that he was able to use the pp and verified stimulation was currently on program 2 at 3.7. The patient reported that he did not feel stimulation at 3.7 and increased stimulation to 4.3 which was comfortable sitting, standing, and walking. It was also indicated that the patient had been managing his symptoms very well until suddenly when he was having some real serious accidents where he had lost control of his bowels. The patient stated that he had an accident and put in new batteries into the pp and pressed the top blue button thinking he was syncing to the ins and the stimulation was much too high at 4.5 and he decreased stimulation to 3.6 which was then no longer painful. The patient noted that he would continue to track his symptoms. There were no further symptoms or complications reported or anticipated.